Event description:
A healthcare facility in (B)(6) reported via our distributor that the heater wire disconnect alarm sounded when an rt225 infant bias flow breathing circuit was checked before use. Black foreign matter was also observed in the inspiratory limb of the breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt225 infant bias flow breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The electrical resistance of the heater wire of the inspiratory limb was tested using a calibrated multimeter. Continuity testing and visual inspection were also conducted to check the electrical connection between the heater wires and the heater wire pins as per our specifications. Results: electrical resistance testing showed the inspiratory heater wire was open circuit. Continuity testing and visual inspection revealed that the open circuit in the inspiratory heater wire was located at the connection between the heater wire and the right heater wire pin. Visual inspection revealed a black inclusion approximately 1.5 mm x 2 mm in the inspiratory limb approximately 570 mm from the patient end. This was identified as a moulding defect. A lot check revealed no other complaints of this nature for lot number 130130. Conclusion: electrical open circuits in heater wires can be associated with insufficient connection of the heater wire pin during production, such that it is unable to provide continuity for the full period of use. All rt225 breathing circuits are resistance and continuity tested during production, and those that fail are rejected. This suggests that the subject inspiratory heater wire became open circuit after being released for distribution. (B)(4).